Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) to report arm3 stopped working during surgery. The csr stated they first started getting messages that arm3 had an issue. Then arm3 instrument engagement stopped working. The surgeon moved arm3 out and used another arm in place. The tse viewed live logs, found error 22020 and 23008 on arm3. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system has been verified as ready for use. Isi did receive the usm involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Manufacturer narrative:
The universal surgical manipulator (usm)was returned and evaluated by the failure analysis team, who determined the usm passed sine cycle, fiber power, carriage strength, verify encoder cal, and insertion friction tests on the patient side cart fixture test platform (pftp). Based on the field error logs, error 23008 was on the usm set up joint (suj) flex which is not within the returned unit. Therefore, the returned unit was a wrong part sent for the error 23008 reported event. There is also another reported problem which is an instrument engagement issue which was confirmed by the presence of 22020 errors in the field logs but could not be replicated during fa. The unit was able to accept and drive multiple instruments with no errors. Visual inspection of the carriage top plate and gearboxes did not find any factors that could have contributed to the reported event. Fa identifies that the gearboxes could be potential root causes of the reported event.

Event description:
Refer to h11 for follow-up information.